Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for longer than 48 hours. The patient experienced hyperglycemia and had been vomiting. As treatment, the parent of the patient had administered a total of 7 units of corrections with the first manual injection being administered at 3 am. Once the patient was at the hospital the pod was removed. The patient was given intravenous fluids as well as an insulin drip. The patient was discharged from the hospital after 24 hours. The pod will not be returned as it has been discarded.